Event description:
Surgeon performed the below procedure on (B)(6) 2012 that included the following event: during hybrid head and neck replacement constrained right total hip arthroplasty with internal fixation of greater trochanter procedure the surgeon was screwing a rim screw into the acetabular shell. The tip of the biomet screwdriver broke off in the screw. The surgeon attempted to remove the tip but was unable so the tip was left in the screw. The pt had no known complication and left operating room in stable condition.